Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine in clinic device check, review of stored device memory found an episode from approximately ten months ago, where this cardiac resynchronization therapy defibrillator (crt-d), right atrial (ra) and right ventricular (rv) defibrillation lead exhibited noise and oversensing that resulted in pacing inhibition for greater than 2 seconds of asystole. The patient was noted to be ra and rv pacemaker dependent. Boston scientific technical services (ts) reviewed the episode and discussed that the noise appeared to be consistent with electromagnetic interference (emi). No subsequent episodes of noise were observed. No adverse patient effects were reported. This product remains implanted and in service.